Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59c8x. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with an ecr45w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the cartridge is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic total gastrectomy, when did the jejunum and stomach anastomosis, when after fired 1/3, the sound was abnormal weak until fired a half, could not fire farther and without motor sound. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.